Event description:
It was later reported that nodular fasciitis was also in the supraclavicular. Two weeks after it¿s occurrence it increased in volume and dimension. It did not interfere in a significant manner of the patient¿s normal functioning level. A histological analysis was done. The recovered without sequela date was noted as (B)(6) 2013.

Event description:
It was reported that there was nodular fasciitis near the lead extensions in the suprascapular space. There was painless visible no dular subcutaneous lesion. It was noted that there was a surgical intervention of asportation of the subcutaneous lesion and to remove the lesion on (B)(6) 2013. Patient resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Product ID: 3387-40, lot# 0205870069, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387-40, lot# 0205870073, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the nodular fasciitis was described as a lump which was painless, mobile and visible. The patient visited an oncologist 4 times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient came in for evaluation after the lesion started to increase in size. The histology confirmed that the lesion was benign.